Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, I also now have three more of this device that is defective. Two of them would not deploy the needle and the third one would not release the needle and part of it broke off in the patient and could not be retrieved. This one frozen and will not function.